Event description:
The user facility reported a 72-year-old female noted as high-risk percutaneous coronary intervention was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that when inserting impella 5.5 the surgeon noted resistance and buckling of the impella catheter once past the anastomosis. Several unsuccessful attempts were made. The decision was made to abort impella 5.5 and place impella cp. The patient was stable and no harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition since surgeon noted resistance and buckling of the impella catheter once past the anastomosis.